Manufacturer narrative:
Other relevant device(s) are: product ID: 9735670, serial/lot #:(B)(4), UDI#: (B)(4); product ID: 9735828, serial/lot #:(B)(4). Analysis of the 9735828 found a user input device failure. As returned, the "m" key was stuck resulting in constant "m" input. After unsticking the key, the keyboard function returned to normal.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the m key in the keyboard was stuck. There was no patient present when the issue occurred.